Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with a high blood glucose level of 383 mg/dl. He took a correction but his blood glucose level went up to 427 mg/dl and then 444 mg/dl. The customer treated his blood glucose level with manual boluses. The high pressure test passed. The customer noticed the quick release was not completely locked. The device was not returned.